Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump went black. Customer¿s blood glucose level was unknown. Customer also reported that the battery cap seal had broken off, reservoir compartment had cracks, cracks on the battery compartment, no delivery alarms multiple times a day even after changing out infusion set and reservoir, battery life had diminished having to change battery more than once a week and strong insulin smell in the reservoir area. The device will not be returned for analysis.